Manufacturer narrative:
Product problem to: adverse event & product problem. It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. There was no reported injury to the patient. To: it was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. The iab was not replaced. Anesthesia was provided and inotropes were increased. The facility reported it did not attribute this to the device. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. The iab was not replaced. Anesthesia was provided and inotropes were increased. The facility reported it did not attribute this to the device.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were also returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. There was no reported injury to the patient.

Manufacturer narrative:
Correction: 'additional mfg narrative" changed from: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were also returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were also returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problems. The evaluation confirmed the reported problems. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. The iab was not replaced. Anesthesia was provided and inotropes were increased. The facility reported it did not attribute this to the device.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer was unable to get any pressure reading, balloon wave form. A blockage was suspected in the iab. When the iab was removed and flushed through transducer, nothing flushed. There was no reported injury to the patient.